Event description:
It was reported the pt is experiencing muscle spasms in her right forearm. The pt is experiencing the muscle spasms even when stimulation is turned off. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.